Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope auxiliary jet channel had foreign objects and an error e227 was displayed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reportable event "error e227" was caused due to component failure. However, a definitive root cause for the reportable event "auxiliary jet channel" could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.